Manufacturer narrative:
Conclusion: the returned device was visually inspected upon arrival. A mechanically damaged housing was observed, most likely due to external mechanical stress. The observed damage did not allow electrical testing to be conducted. The damage to the battery housing was clearly the reason for the malfunction of the device returned by the end-user. Due to the condition of the device electrolyte leakage cannot be ruled out. This is a combined initial and final report.

Event description:
A sonnet rechargeable battery with a broken housing has recently been discovered after it was received at hq. According to the rrf the battery was optically damaged.